Event description:
It was reported that the impactor tip broke when impacting final implant on back table assembly. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
(H3) pending evaluation.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.